Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to a fractured humeral tray. The humeral bearing, humeral tray and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00957 & 01014).

Event description:
It was reported patient underwent a hemiarthroplasty on (B)(6), 2009. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6), 2009. The humeral head was removed and replaced. Patient underwent another revision procedure on (B)(6), 2014 due to a fractured humeral tray. The humeral bearing, humeral tray and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hemiarthroplasty on (B)(6) 2009. Subsequently, patient was revised to a comprehensive reverse shoulder system on (B)(6) 2009. The humeral head was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to a fractured humeral tray. The humeral bearing, humeral tray and stem were removed and replaced. Additional information received from patient's legal counsel reported that in (B)(6) 2014, the patient reached down to pick up her grandchild and heard a pop in her shoulder.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device found component to be manufactured to design specification.